Event description:
The site reported the following: during a long complicated procedure on an unspecified coronary artery, after a couple of test injections, a full injection was initiated. The technologist is not sure if this injection was performed during fluoroscopy or during image acquisition. A column of air was visualized being injected into the coronary artery, so the injection was immediately stopped. The site further reported that the pt had no flow in the vessel and the pt's blood pressure dropped. Intracoronary nitroglycerin was administered and possibly cardine, although there are conflicting reports from the site as to whether or not cardine was administered. The site also reported that the interventional cardiologist used a guide catheter to manually extract the air from the vessel.

Manufacturer narrative:
A medrad field service rep performed an injector check and confirmed that the injector is performing to medrad spec. The site indicated that no product is returning for eval and the product batch numbers were not provided for the disposables; therefore, no further investigation is possible. After the reported event, a medrad clinical educational specialist went to the site on two occasions to observe the staff's usage of the avanta fluid management injection system. Another inservice day for all staff members is being scheduled for a later date.